Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) via a manufacturer representative reported that the first bur broke inside the patient and the second bur broke inside the shaver. The surgeon had to take off all the pieces of the bur inside the patient. There were no pieces of the bur left in the patient. . There was no complications to the patient as a result of the broken bur. The case was completed using another bur. The bur was replaced twice which made the procedure was longer.